Event description:
Patient presented to clinic after receiving shocks. Testing showed far p sensing on the ventricular channel due to possible noise. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.